Event description:
International affiliate reported that the device failed to drain. Blood was observed upon reastablishment of drainage. A thoractomy was performed. Bleeding was noted from the pt's lung. The device was removed and replaced with a different device.